Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up in good condition. Upon interrogation, the right atrial lead exhibited multiple episodes of auto mode switch episodes due to oversensing noise. The noise could be reproduced with isometrics. The lead impedance was noted to have dropped slightly and capture thresholds were also slightly increased. The physician elected not to perform an intervention and continue to monitor the patient.